Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was torn around the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the keypad buttons were intermittently responsive. There was evidence of contamination found under the key contacts. The ok key contact was found to be inverted.

Event description:
On (B)(6) 2012 the patient contacted animas alleging that the ok and up arrow keypad buttons are sticking. The patient noted that there is a hole in the rubber of the keypad over the up arrow button, but stated that the sticking of the buttons occurred prior to the damage. The patient reportedly wears the pump in a pocket and does not clean the pump. There is no reported adverse event associated with this complaint. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However, this complaint is being reported due to the allegation that the keypad button issue occurred prior to the keypad damage.